Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient had no external power alarms on (B)(6) 2022 while they were connected to their mobile power unit (mpu). This was caused by power to the mpu being briefly interrupted. There was no interruption to pump support.

Manufacturer narrative:
Section a3: patient date of birth was inadvertently included in the initial report and should have been omitted due to the country's data privacy restrictions. Section d6a: implant date was inadvertently included in the initial report but is not applicable to this device. Manufacturer's investigation conclusion: the reported event of a no external power alarm was confirmed via analysis of the submitted log file. The log file contained approximately 4.5 days of data (B)(6) 2022 per the timestamp). Low voltage hazard, power cable disconnect, and no external power alarms activated on (B)(6) 2022 between 6:59:06 and 6:59:11 due to a loss of ac power while connected to the mobile power unit (mpu); the alarms resolved when ac power was restored. The system controller backup battery supplied power to the system and pump function was not affected during the loss of external power. There were no other notable alarms throughout the log file. The pump maintained a speed above the low speed limit throughout the log file. The root cause of the reported event was determined to be the ac power cord becoming disconnected from the wall outlet, per the additional information provided. The device history records were reviewed and the records revealed that the mobile power unit, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The mobile power unit was shipped to the customer on 14dec2020. Heartmate 3 patient handbook (rev. C) section 5, entitled ¿alarms and troubleshooting¿, and heartmate 3 instructions for use (IFU) (rev. C) section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including the no external power, low voltage hazard and power cable disconnect alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate 3 IFU (rev. C) section 3, entitled ¿powering the system¿, explains the various ways to power the heartmate 3 lvas, including how to properly use the mpu and the actions to take in the event of a power failure. The heartmate 3 patient handbook (rev. C) cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: the mpu did not have a v-lock connector on the ac power cord. The site confirmed the ac power cord came loose at the wall outlet, and the patient plugged the mpu back into the wall.